Manufacturer narrative:
Product #1 pi main [(B)(4)]. An event of erosion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 30 mm amplatzer pfo device was implanted. On (B)(6) 2019, the patient experienced syncope after vomiting, diarrhea and abdominal pain. An abdominal computed tomography showed a large pericardial effusion. A bedside echocardiography was done and too confirmed the pericardial effusion. The patient presented with signs of cardiac tamponade (tachycardia, hypotension, pulsus paradoxus) which lead to the patient have a pericardiocentesis. Imaging showed the left atrial disc of the occlude in a correct position and the right atrial disc was in direct contact to the aortic root. After further discussion the heart team had a high level of suspicion of right atrial wall and aortic root erosion. On (B)(6) 2019, the patient underwent surgery via a minimally invasive route through a right anterolateral mini-thoracotomy under cardiopulmonary bypass. The left atrial disc of the occluder was in a correct position. The right atrial disc however seemed too big in relation to the anatomic dimensions of the atrial septum and had eroded the right atrial wall and the aortic wall. The occluder was explanted and the pfo closed by direct suture. The postoperative course of the patient was uneventful and she was discharged at day 10 after surgery.